Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to vaginal prolapse. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, bowel problems, bleeding and vaginal scarring. It was reported that patient underwent excision of mersilene mesh and granulation tissue on (B)(6) 2009 due to erosion of the sacral colpopexy mesh and granulation tissue. It was reported that patient underwent revision on (B)(6) 2012 due to vaginal mesh erosion, chronic vaginal discharge. (B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent mesh excision on (B)(6) 2012 by dr. (B)(6) due to mesh erosion.